Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent implanted in the mid lad was a 2.25x28 promus element, originally reported as a 2.5x28 promus element.

Event description:
It was reported that during a stenting treatment procedure, plaque shift and stent shortening occurred. Using a right radial approach, the stenting procedure treated the calcified ostium lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation using a 2.0x20mm maverick balloon, followed by a 2.5x6mm unspecified cutting balloon with good result. Next a 2.5x28mm promus element was advanced to the mid lad and deployed at 16 atm's and re-inflated at 18 atm's. At this point, plaque shift was noted into the 2nd diagonal branch, with worsening timi flow. The guide wires were exchanged to the 1st diagonal and nitroglycerin was administered with good result. A 2.75x20mm promus element was advanced and placed overlapping the previous stent and deployed at 16 atm's for 30 seconds. A second inflation re-dilating the overlap was performed at 20 atm's. It was noticed at this point that the stent was shorter than expected by 10mm. The guide wires were then exchanged again to the 2nd diagonal due to stenosis and timi 2 flow and a kissing balloon technique was performed with a 1.5x20mm balloon in the 1st diagonal and a 2.5x28mm balloon in the lad with good result. The procedure was completed with the implant of an overlapping 3.0x8mm promus element in the ostium of the lad deployed at 18 atm's and a re-dilation at 16 atm's at the overlap with the previous stent. This resulted in good angiography result without residual stenosis and timi 3 flow in all branches. Clopidogrel and aspirin use were recommended for a minimum of (B)(6). This product is only (B)(4) approved but it is similar to a marketed us device.